Event description:
Initial reporter indicated that their (B) (6) handheld computer is not turning on. It was reported that it had been plugged in overnight and the power light was green while plugged in. When the handheld was unplugged, the light turned orange. It was plugged back in and the light stayed orange. The handheld was returned for product analysis without the ac adapter and serial cable. Testing on the handheld showed it met specifications. At this time, the issue is believed to be with the ac adapter. Good faith attempts thus far have been unsuccessful in attaining that for product analysis.